Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through remote transmission that auto mode switch episodes were observed due to oversensing on the atrial channel. Programming changes were discussed but not yet performed. The patient has not been seen in clinic. No further information was provided.